Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was not comfortable with the location of the ipg. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was reportedly doing well postoperatively.